Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that the device did not cause or contribute to the reported complication.

Manufacturer narrative:
(B)(4). (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00160, 0001822565 - 2019 - 01017, 0002648920 - 2019 - 00161. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that patient experienced low oxygen saturation levels even with oxygen therapy 2 days after surgery. Oxygen levels did eventually improve with regular chest physiotherapy. Attempts to obtain additional information have been made; however, no more is available at this time.